Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and a mesh was implanted. It was reported that patient underwent a hysterectomy, repliform sling implant and urethropexy in 2002. On (B)(6) 2005 the patient underwent transvaginal tape mid urethral sling urethropexy (advantage) mesh implant.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure in 2002 and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.